Event description:
It was reported that the implant frame was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa but needed to be repositioned. When the physician partially recaptured and repositioned the device in the laa of the patient it was noted that the closure device frame was damaged. The physician removed the wds from the patient and exchanged it for a new wds. The procedure was continued and successfully completed with a closure device implanted in the laa of the patient. No patient complications were reported to have occurred as a result of this event.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman delivery system (wds) with the implant outside the sheath, and blood in the device. Inspection revealed numerous kinks in the sheath. Examination under the microscope found the tip damage as the tri-cuts were flared, and abrasions were within the sheath tip. The implant had anchor damage, and a tine was fractured. Product analysis confirmed the reported event as the tine was fractured.

Event description:
It was reported that the implant frame was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa but needed to be repositioned. When the physician partially recaptured and repositioned the device in the laa of the patient it was noted that the closure device frame was damaged. The physician removed the wds from the patient and exchanged it for a new wds. The procedure was continued and successfully completed with a closure device implanted in the laa of the patient. No patient complications were reported to have occurred as a result of this event.